Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that alerts were generated for atrial arrhythmia burden (aab) of at least greater than 0 hours in a 24-hour period and out of range atrial intrinsic amplitudes. The total duration of the recorded aab was 5 seconds. Review of events showed occasional pacemaker mediated tachycardia (pmt) terminated by the pmt algorithm. Additionally, the presenting electrograms showed occasional undersensing. It was noted that the patient was in atrial fibrillation (af). The aab alert was increased to 0.5 hour in a 24-hour period. No adverse patient effects were reported.